Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked in multiple locations and severely kinked where the introducer sheath was located approximately 70.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Prior to attempting to advance the smart coil through a demonstration microcatheter, the introducer sheath could not be advanced pass a severe kink in the pusher assembly. A strong resistance was encountered and the pusher assembly could not be advanced any further. Conclusions: evaluation of the first returned smart coil revealed that its pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during use. If the device was forcefully advanced against resistance, damage such as this may occur. Further evaluation of the returned device revealed that the pusher assembly had a severe kink where the introducer sheath was located approximately 70.0 cm from the proximal end. While attempting to re-sheath the device for functional testing, the kink caused resistance and prevented the device from being re-sheathed and therefore, the smart coil could not be functionally tested. This kink may have also contributed to the resistance experienced during the procedure. Evaluation of the second returned smart coil revealed that the device was able to be advanced completely out of its introducer sheath and through a demonstration microcatheter without an issue. Further evaluation of the returned device revealed that the pusher assembly was kinked. This kink likely occurred due to forceful advancement against resistance. Further evaluation also revealed that the introducer sheath was kinked. This kink was likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00049.

Event description:
The patient was undergoing a coil embolization procedure in the top basilar artery of the left posterior cerebral artery (pca) using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra guide catheter toward the right vertebral artery, then advanced a non-penumbra microcatheter toward the treatment site. When advancing the microcatheter, a bleeding was confirmed in the target vessel. The physician then placed an initial smart coil in the target vessel using the microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance after advancing the smart coil about half way through the microcatheter. Subsequently, the smart coil was unable to advance further and was removed. Thereafter, the physician placed two new smart coils into the target vessel using the same microcatheter. While attempting to advance a new smart coil out of its introducer sheath and into the microcatheter, the physician experienced resistance and the smart coil would not advance. Therefore, the introducer sheath containing the smart coil was removed from the hub of the microcatheter and the procedure was completed using six new smart coils, an additional coil and the same microcatheter. There was no report of an adverse effect to the patient.